Event description:
Fresenius 2008h dialysis machine started severe leaking of water before patient treatment began. During troubleshooting problem, found that the magnet in deaeration pump gear head fractured. The broken pieces occluded pressure regulator which highly overpressurized hydraulic system.